Manufacturer narrative:
(B)(4). Date sent: 12/11/2025. D4: batch #388d27. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. The event described could not be confirmed as the device was returned without detectable damage. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation was performed for the finished device batch number 388d27, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a cardiovascular procedure, the stapler was positioned on heart tissue, the device was closed with the handle. No abnormalities were identified. During the first firing, the user experienced the device "locked out"; and therefore, firing partially failed as it only partially fired. The jaws of the device did not open and had to be forced in order to open and release the jaws from the tissue. Afterwards, tissue had to be stitched with sutures. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 11/25/2025 d4: batch #unk. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Yes did the device deliver any staples? Yes were the staples formed properly? Yes and no was the staple line complete? No did the device cut? Yes was the cut line complete? No was there any issue with the cut line? Afterwards, tissue had to be stitched with sutures was there any difficulty opening the device jaws? Forced to be opened. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ats45 with lot number 401d52; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.